Event description:
It was reported the camera head lens integrated system presented black dots which prevented visibility in the patient. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of black dots could not be reproduced. Product passed functional testing during 12 hour burn-in with no signal loss or black dots. Live video output remained constant throughout functional testing and burn-in. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.